Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer stated that the insulin pump buttons have a delay when pressed. The customer was unable to continue trouble shoot. Customer was advised to monitor pump. Insulin pump will not be returned for analysis.